Event description:
On (B)(6) 2016, the reporter contacted lifescan (lfs) USA, alleging that his daughter¿s onetouch ping meter was reading inaccurately high compared to another meter (onetouch ultra 2). The complaint was classified based on the customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The reporter stated he was unsure when the meter issue started, alleging that the patient obtained an inaccurately high blood glucose reading of ¿500 mg/dl¿ with the subject meter compared to ¿300mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. He reported that his daughter manages her diabetes using insulin pump therapy (novolog) and that she did not make any changes to her usual diabetes regimen in response to the alleged meter issue. On an unknown date after the meter issue started, the reported stated that the patient developed symptoms of ¿high ketones, feeling nauseous, and generally unwell¿, resulting in her having to come home from school. He stated that at a regular doctor¿s appointment on (B)(6) 2016, the doctor increased her insulin therapy. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. She described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. Although the patient developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, there is no indication that the subject meter caused or contributed to this injury. The patient¿s symptoms were consistent with the alleged elevated reading obtained with the lfs device. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.